Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number is unavailable. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a ventricular tachycardia ablation procedure, a cardiac perforation occurred. The patient became hypotensive and a trans esophageal echocardiogram confirmed a 1cm pericardial effusion. A pericardiocentesis was performed, however the effusion did not terminate and the patient underwent cardiosurgery. The surgeon reported a likely perforation of the left ventricle, close to the apex, in the setting of a very thin and fragile myocardium. The surgical procedure successfully treated the perforation. The physician indicated the cause of the perforation was likely done when mapping the left ventricle with the flexibility se catheter. The patient was recovering in the ICU and eventually transferred. There were no performance issues with the abbott device.